Manufacturer narrative:
(B)(6). Complaint conclusion: the unit was returned unsheathed. The outer sheath surrounding the resistive heating coil exhibits signs of multiple detachment attempts in the air. The detachment fiber melted and expanded above the detachment zone. The stretch resistant cerecyte suture was captured by the melting detachment fiber. During cleaning, the coil was released; however, the suture was still captured by the now separated detachment fiber. The returned device positioning unit (dpu) passed electrical testing. The evidence and the event description showed that the coil underwent multiple detachment attempts in the air. However, the most likely root cause of the coil¿s non-detachment was due to the melting detachment fiber capturing the stretch resistance suture of the coil. It cannot be determined if this event originally occurred inside the patient or on the back table afterwards. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence that this complaint was related to a manufacturing issue, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The deltapaq coil was first plugged into the detachment cable to check if it received a charge, and the light turned green on the enpower detachment box. The coil was then positioned in the internal carotid artery aneurysm and would not detach. The physician then removed the coil from the aneurysm and put it on a back table. The case concluded with a good outcome and the patient did fine afterwards. The physician then tried to detach the coil on the back table after the case numerous times and it still would not detach. The coil was discarded.